Manufacturer narrative:
Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Notification date: 4 sep 2018**patient suffered right hip swelling and pain. It was reported that the patient underwent right hip arthroplasty. Subsequently, it was reported that the patient suffered right hip swelling and pain.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). This follow-up report is being submitted to relay additional information. The investigation remains in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Patient suffered right hip swelling and pain.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient suffered right hip swelling and pain.